Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 541 mg/dl, which was treated with a manual injection. The customer's mother stated that the customer experienced nausea, vomiting, and ketones. The customer did not contact her doctor regarding high blood glucose. Upon troubleshooting, it was found that the device passed the high pressure test, and the caller was advised the device was working as designed. The caller was advised to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.